Event description:
Info received indicates the bed exit will set but does not alarm.

Manufacturer narrative:
The tech found the cable for the tape switch sensor pulled loose from the sensor. He replaced the tape switch sensor to repair the bed.